Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent (ped) distal end failed to open. The patient was undergoing surgery for treatment of an unruptured, saccular, left intracranial ophthalmic segment aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 4.25 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as routine. The angiographic result post procedure was reported as normal. After the phenom 27 microcatheter was successfully navigated to the middle cerebral artery, a ped stent was advanced to the middle cerebral artery. Upon retracting the microcatheter and attempting to open the stent tip via a push-pull technique, the tip failed to open despite multiple attempts. Suspecting a stent issue, the surgeon withdrew the entire system¿comprising the microcatheter and stent¿from the body and completed the procedure using a different flow-diverting stent. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that it was unknown if the pipeline was used for an approved indication (on-label). The distal portion of the pipeline was positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. Ancillary devices included 5f-115 navien intracranial support catheter, phenom 27 microcatheter.